Event description:
According to the reporter: occurred during an open low anterior resection procedure. The stapling device was being applied to the colon tissue. The device was difficult or unable to be opened. The device was not ultimately able to be opened. The device was not moved at the same time it was attempted to open. The twist knob was turned two full times to allow the anvil to tilt. The anvil was not fully tilted. The jaws did not open before or after the device was clamped over the tissue. The jaws were unable to be opened to remove from the tissue. In order to remove the device, it was cut off. There was difficulty in removing the stapler from the cavity. It was removed by force. This caused damage to the patient. There was tissue tear and leaking. The anvil could not be tilted after firing. The anvil was not bent. The stapler sizers were not used. There was unanticipated tissue loss and tissue damage. The tissue tore and suturing repair was impossible due to serious tissue damage. Needed to convent to hartmann procedure. The surgical time was extended by thirty minutes or more due to the product problem. Medical or surgical intervention was needed to prevent a permanent impairment of a function. Needed one more surgery, reverse hartmann. The event lead to or extended the patient's hospitalization time. The patient status is alive, with injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscopic examination of the device displayed nicks on the knife bl ade. Cross cutting staple line marks and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.